Manufacturer narrative:
The sample submitted for investigation was tested on a cobas e801 with the following results: anti-tpo: 18.6 iu/ml, anti-tg: 24.3 iu/ml. No interference was found in the sample. A general product problem could be excluded.

Event description:
The initial reporter received questionable elecsys anti-tpo results from one patient sample tested on the customer's cobas 6000 e601 module with serial number 29s7-07 and another hospital laboratory's e601 module with an unknown serial number. The initial result was reported outside of the laboratory. The reporter stated that the patient was hesitant about their condition, which prompted reruns of the initial patient sample. The patient sample was aliquoted into 3 parts and were tested in the customer's e 601, an autobio machine, a siemens machine, and another e 601. The reporter complained that a negative result was obtained from the elecsys anti-tpo assays, whereas positive results were obtained from the siemens and autobio assays. Please refer to the attachment pt-81257 for the highlighted questionable results.

Manufacturer narrative:
The patient sample was requested for investigation. H3 other text : na.